Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail was missing the latch bushing, roller guide and lower pivot bolt. The technician replaced the missing hardware to repair the stretcher.